Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the fault light was red and the deltaplush cerecyte coil (cdf10015430/c29798) could not be detached when using the enpower control cable (ccb00015700/ c26088) and detachment control box (dcb00000500/lot unknown.) The surgeon withdrew the coil and used a hydrolytic detachable coil (details unknown) to complete the procedure. There was no report on the patient injury. There was no damage to the products before use or after removal. The same microcatheter was used for other coils in the procedure. At the time of initial contact the device was available for return.

Manufacturer narrative:
The two connecting cable were returned and passed electrical testing. The unspecified enpower detachment control box (dcb) was not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was returned undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.85/56.0) (mps-prp0243). DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil not detaching inside the target site is confirmed. The dpu failed electrical testing. The most likely contributing factor to the coils non-detachment may have been due to wiring or solder joint connection damage. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the enpower dcb and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. In addition a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective action will be taken at this time.